Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157446 m2a-magnum mod hd sz 46mm, lot# 983660; item# 15-103205 taperloc micro lat fmrl 11mm, lot# 438020; item# 139254 m2a-magnum 42-50mm tpr insrt-3, lot# 375880. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10584.

Event description:
It was reported that patient underwent revision 7 years post implantation due to metallosis and osteloysis. During revision, surgeon encountered greenish fluid within the joint. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Upon visual inspection there was no visible damage to the parts. Parts shows unknown residue on the inside and outside of the cup. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.